Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided.

Event description:
During a right total knee arthroplasty, a pin fractured after impaction. The fractured piece was removed from the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the part confirms that one of the spikes has completely disassemble from the validation tool base. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the impaction force transmitted in the drive pin head during the installation of the validation tool. This device is part of a recall previously initiated to address the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.